Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Additional information received confirms the backup device was used in the same bone hole; therefore the procedure was completed as intended with no medical intervention required or injury to the patient. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that in an acl tibia fixation, the biousure screw would not thread into the tunnel, it kept spinning and would not engage. The procedure was completed with non-significant delay using a smith and nephew back up device. No patient complications were reported.